Event description:
The customer tested her blood glucose and rec'd a contour reading between 235-240 mg/dl. She retested using another meter and rec'd a reading of 115 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned.